Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial / lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. Presence of discharge was noted at the site. The physician believed the infection was not procedure or device related. The patient was given oral zithromax antibiotics and the infection was resolved.